Manufacturer narrative:
Medical device expiration date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that an interventional radiologist placed two localizations wires from a bd precisionglide¿ breast lesion localization biopsy needle in a patient's breast. The patient was then taken to the operating room where a surgeon removed a portion of the patient's breast tissue that included both wires. When the pathologist examined the breast tissue only one wire was observed. This was not identified by the surgeon on (B)(6) 2015. Additionally, the patient reported that a portion of the localization wire, measuring approximately 3 inches, came out of her breast at a later date which she removed by herself. The reporting facility was unable to locate the remaining portion of localization wire and believes that the wire was sheared off during surgery. There were no further surgical intervention and no report of any imaging studies; however, the patient did receive a prophylactic antibiotic. It is unknown what the antibiotic was, when it was given, or the duration of treatment.